Event description:
It was reported that the asymptomatic patient presented to the emergency room upon receiving vibratory alert. Upon device interrogation, a patient notification alert was triggered however the patient notification alert was not delivered. No intervention was reported. The patient would continue to be monitored.